Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: h6(type of investigation).

Event description:
N/a.

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using cardiosave intra aortic balloon pump (iabp) the reporter called explaining that they had removed the rescue portion of the pump to transport the patient to a CT scan within the hospital. When that was accomplished and the patient came back they reinserted the rescue portion to the hybrid portion and are unable to obtain ac power from the wall. All attempts before and during the call to reconnect the hospital cart/hybrid portion to the rescue portion and obtain ac power are unsuccessful. No harm or injury to the patient was reported.

Manufacturer narrative:
It was reported by the customer through the emergency support program esp that during use the cardiosave intra aortic balloon pump iabp would not charge in hybrid mode there was patient involvement and no injury or harm reported esp personnel was on call to evaluate and troubleshoot the unit the personnel reported that the customer had removed the rescue portion the pump to transport the patient to get a scan within the hospital once done the unit was to be reinserted to the hybrid portion and were unable to obtain ac power from the wall it was noted that all attempts before and during the call to resolved the issue were unsuccessful the therapy was transferred to another cardiosave and it was done with no issue the customer requested for the unit to be repaired.